Event description:
It was reported that a large volume infusor did not flow during infusion. Initially the flow rate was set at 5ml/hr; after an unspecified amount of time the operator noticed that there was no flow and changed the flow rate to 12ml/hr. Forty (40) hours after the start of infusion, there was still no flow. After an unspecified amount of time the flow rate was again changed to 7ml/hr, with no flow noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter line 1: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b15, d9, h3, h4, h6(update codes), h11. B15: the device was filled with 230ml of 5-fluorouracil and saline. The expected infusion time was 46hours; however, after more than 50 hours, less than 50% of the volume was infused. H4: the lot was manufactured between 18 march 2025 and 20 march 2025. H11: the actual device, video and photo of the sample were received for evaluation with 95ml of fluid in the bladder. A visual inspection of the video showed a drop of fluid at the distal end of the device luer; however, the drop did not move. The flow rate was set to 7 ml/hr using the multirate control module. The photo showed fluid present within the device bladder. A visual inspection of the returned sample showed no physical abnormalities, such as air bubbles within the tubing line or drug precipitates within the bladder, that could have contributed to the reported flow issue. Evidence of flow was observed at 5 ml, 7 ml, and 12 ml upon sample receipt. A functional flow rate test was performed, with the flow rate set to 7 ml/hr using the multirate control module. The flow rates were found to be within the product specification range. The reported condition was not verified on the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h11: additional information was added in d5 and d10, which were not referenced in the initial report. Should additional relevant information become available, a supplemental report will be submitted.